Event description:
Customer reported that the insulin pump returned a motor error alarm and a no delivery alarm. Customer reported that the motor error alarm occurred during bolus. Blood glucose level was 450 mg/dl at the time of the call. Customer treated with a manual injection. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. No motor error alarms noted. Motor tested ok. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.